Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that she experienced batteries not lasting long in the insulin pump. The customer's blood glucose was unknown. While troubleshooting, the customer stated that she received the weak battery alert. The customer was advised to clean the battery cap with a dry cotton swab. The customer was advised that a replacement battery cap would be sent. The customer was advised to call back if the issue continued. The customer was advised to revert to a back-up plan per healthcare provider's instructions if needed. The customer was advised to monitor the insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.